Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented for device check, upon device interrogation, no capture issue was observed on the lv lead. A chest x-ray was performed, lead dislodgement due to twiddler syndrome was noted. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.